Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that infusion set continued to pull out of his body. Customer's blood glucose was 537 mg/dl. Customer was advised that boxes of infusion sets would be replaced.